Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. It is unknown which ipg is at fault.

Manufacturer narrative:
The date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim¿ 5 elite implantable pulse generator, model: 3660, UDI: (B)(4), serial: (B)(6), batch: a000122597.